Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator display became blank. It was reported that during use the 840 ventilator was unable to ventilate. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation: the ventilator was evaluated and unspecified parts were replaced. No additional information available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional information added: additional information: the service engineer replaced power module ,suction end flow sensor and zero-zero solenoid valve. If information is provided in the future, a supplemental report will be issued.